Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing was kinked. Blood glucose was elevated (value was not provided). No additional information regarding the event was provided. Customer reverted to using manual injections for insulin therapy. Type of infusion set used was not reported.